Event description:
The "fracturing" of devices is the design of the device and is the expected function that allows the therapy to occur. The issue is that it didn't fracture appropriately. He was eventually able to get the device to fracture, but it ended up in a suboptimal position, which did not result in harm to the patient.